Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the spring retainer. The driveshaft was scored.

Event description:
It was reported that during testing the wire collet had metal shavings coming out of the device. There was no patient involvement or adverse consequences to the user reported as a result of this event.